Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that one of the four legs had broken off at the distal tip. The opposite leg was deformed. There was significant debris within the device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Breakage of the implant or loss of fixation may occur if the insertion site is not prepared properly. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Use of screws longer than 25 mm may result in damage to the device. Failure to fully seat the fixation device may result in reduced fixation strength or breakage of the device during screw insertion. A clinical investigation found that it was reported that all the broken pieces were retrieved from the patient. Per the report, the malfunction was resolved with no significant delays or patient harm using a backup device. Therefore, no further clinical/medical assessment was warranted. The complaint was confirmed. Factors that could have contributed to the reported event include improper preparation of the insertion site, incomplete fixation, or use of incompatible accessories. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during acl reconstruction surgery, the biosure sync 7-8mm tibial fixation was fractured upon insertion, all the broken pieces were retrieved. The malfunction was solved with no significant delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.